Event description:
It was reported that while in the cardiac cath lab, the cardiologist met with difficulty when inserting the sheath into the pt's radial artery. According to the md, the transradial insertion sheath kinked badly when attempting insertion. As a result the md selected another device. There was no reported pt death or injury. Medical / surgical intervention was not required. There was no reported delay or interruption. No pt complications reported. The pt outcome is listed as "no problems for the pt."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.